Manufacturer narrative:
A1: the full patient identifier is (B)(4). A4 and a5: the customer did not supply patient demographics such as weight, ethnicity or race. D4 and h4: the customer did not provide the reagent lot in use at the time of the event. H3 and h6: the access progesterone reagent was not returned for evaluation. No error messages or issues with other assays were reported in connection with the event. There were no reports of hardware interventions performed or hardware parts replaced. Original data for system diagnostics or patient results were not provided. The customer noted some issues with qc but no further information was provided. The customer technical support assisted the customer over the phone and advised reviewing the instructions for use (IFU) and updating reference ranges when changing platforms; the customer was previously told to use expected values but did not have any. Per the access progesterone instructions for use (IFU) document number (B)(4) available on the beckman coulter website: ¿1. Each laboratory should establish its own reference ranges to assure proper representation of specific populations.¿ in conclusion, the cause of this event cannot be determined with the available information. There is a malfunction as the original result is discordant with the result of the same specimen on another methodology and patient clinical file.

Event description:
On 29jan2026 the customer reported inconsistent access progesterone (part number 33550, lot number not provided) results using their access 2 instrument (part number 81600n, serial number 575341) when compared to their previous roche cobas instrument. A change to patient treatment/management was reported in connection with this event. One patient had immature eggs retrieved due to the erroneous progesterone results. The access progesterone patient result was verbally reported as 1.06 and the roche cobas result was verbally reported as 0.6, leading to different clinical interpretations. The customer declined to provide original data. Units used are unknown. The customer noted that the access progesterone values did not match expected clinical outcomes (ultrasound findings). No error messages or issues with other assays were reported in connection with the event. The customer reported some quality control (qc) failures but was unable to provide detailed troubleshooting data. No system check, calibration, qc or patient data were supplied for review. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer. There was no report of sample integrity issues.